Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred 15 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The leak was visually observed inside the capillaries of the dialyzer. The machine, a fresenius 4008s machine, alarmed appropriately with a blood leak alarm. The patient¿s estimated blood loss (ebl) was reported as approximately 5ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient¿s treatment was restarted and treatment was completed successfully with new supplies. The complaint device was reportedly not available to be returned to the manufacturer for evaluation. Additional information was requested, but was not provided. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. The complainant provided a photograph of the dialyzer. The photograph shows characteristics expected with dialyzer usage as blood is visible within the fibers. The dialyzer is out of focus and blurry in the photograph. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.